Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that the battery compartment was stripped and act button was damaged. Customer's blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.